Event description:
Initial reporter indicated that their patient was experiencing vomiting and also recently had an increase in seizures. It is unk if the seizures are above or below their pre vns baseline seizure rate. The vomit event is referenced in MDR reference number: 1644487-2008. It was reported that the patient's generator was programmed to 0ma and the patient continued to vomit. The patient has been vomiting for 1 year. His seizures began to increase, three months later, the physician set the generator to .25/30/500/30/5 and he continued to have seizures. Then couple weeks later set generator to .5/30/500/30/5. Patient is still experiencing seizures and vomiting. The physician reported that she was going to try different medications. No system diagnostic test has been performed as the patient settings are not high enough at this time.